Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did not identify an increase in complaint activity. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. Historical performance of the complaint lot was reviewed using data gathered from customers worldwide. The patient¿s data was analyzed and compared to an established control limit, which indicated that the patient median result for lot 49413fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I ca 19-9xr reagent lot 49413fp00 was identified.corrected information in section g1 contact office email and contact office phone number.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result generated on an alinity I processing module ((B)(6)) for 2 samples. It is unknown if the patient is diagnosed with pancreatic cancer. The following results were provided: (B)(6)2023 initial result = 138.84 u/ml, repeat on alinity I ((B)(6)) = 8.88 and 8.63 (B)(6)2023 initial result = 23.36 u/ml, repeat on alinity I ((B)(6)) = 2.00 there was no impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32-20, that has a similar product distributed in the us, list number 08p32-21/08p32-31.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result generated on an alinity I processing module (B)(6) for 2 samples. It is unknown if the patient is diagnosed with pancreatic cancer. The following results were provided: (B)(6) 2023 initial result = 138.84 u/ml, repeat on alinity I (B)(6) = 8.88 and 8.63. (B)(6) 2023 initial result = 23.36 u/ml, repeat on alinity I (B)(6) = 2.00. There was no impact to patient management.